Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one week of post deployment, a computed tomography (CT) chest, abdomen and pelvis with oral and intravenous contrast showed that there was a new inferior vena cava filter. After, one week and one day, a computed tomography (CT) chest, abdomen and pelvis with intravenous contrast showed that an inferior vena cava filter was in place. Around, five weeks later, the patient presented with abdominal pain. On the same day, an abdominal x-ray showed an inferior vena cava filter. After, one month and eleven days, a computed tomography angiography (cta) pelvis with and without contrast showed an inferior vena cava filter. After, one month and nine days, a duplex of bilateral lower extremities showed non-occlusive thrombus extended from the popliteal vein up to the right proximal femoral vein. After, three weeks and one day, a computed tomography (CT) abdomen and pelvis with contrast showed that there was an inferior vena cava filter in place and unchanged. After, three weeks and one day, a computed tomography (CT) thoracic with contrast showed no central or segmental pulmonary emboli. Also, the upper abdomen showed inferior vena cava filter with tip at the level of the renal veins. After, three months and five days, a computed tomography (CT) chest, abdomen and pelvis showed pulmonary vasculature was unremarkable and no pulmonary embolism was seen. Also, there was an inferior vena cava filter in place. On the next day, a duplex of bilateral lower extremities showed chronic non-occlusive thrombus in the popliteal veins in both lower extremities. There was also chronic non-occlusive thrombus in the right peroneal vein. On the next day, a duplex of lower extremities showed no evidence of deep venous thrombosis in either lower extremity above the knee. There was an interval resolution of previously noted non-occlusive thrombus in the right lower extremity. After, one month and twenty-seven days, a computed tomography (CT) pelvis without contrast showed that there was an inferior vena cava filter. After, nine months and twenty days, an abdomen supine and erect showed an inferior vena cava filter. After three days, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed an infra renal inferior vena cava filter. After, three weeks and four days, a right lower extremity ultrasound showed no evidence of deep venous thrombosis ln right lower extremity above the ankle. Around, seven years and four months later, the patient presented with generalized abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with and without intravenous contrast showed that there was a bard inferior vena cava filter type present below the level of the right renal vein, at the level of l1-l2. No filter migration, fracture/bending or tilt were observed. Some of the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. After, one week and six days, a computed tomography (CT) chest without intravenous contrast showed that there was an inferior vena cava filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post vena cava filter deployment, the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: as no specific deficiency or filter type was provided, labeling review cannot be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.